Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is unable to connect to the ipg following a hip replacement procedure. The ipg was put into surgery mode prior to the procedure. Troubleshooting was attempted by manufacturer representatives to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was not recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates the ipg was explanted and replaced. Stimulation was restored.